Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when they removed one of the sensors they noticed that the cannula was split apart. The customer's blood glucose was 96 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used sensor. Performed a visual inspection and found bent electrode; the sensor failed per inspection.